Event description:
The customer reported to olympus, the visera elite ii video system center had error code e333 second time in the last 10 days. The issue was found during an unspecified procedure that was completed using a similar device. There were no reports of patient harm. Related patient identifiers:(B)(6).

Manufacturer narrative:
D10: video telescope "endoeye hd ii", 10 mm, 30°, autoclavable (added here due to maximum character limitation). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found deformation of the lower part of the chassis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the indicated phenomenon was not replicated, it is possible that due to the design of the subject device a false alarm can be generated as a touch panel failure error even in a normal condition. Olympus will continue to monitor field performance for this device.

Event description:
This report is for the first occurrence of the e333 error. The procedure was completed using the subject device.